Event description:
Event description cpi received information that the rate sensing portion of this endotak lead was capped because of inappropriate shocks due to insulation damage. The high voltage portion remains active.